Event description:
It was reported that a 3.00 x 15 xience xpedition (xx) was unable to cross the predilated proximal left anterior descending coronary artery (lad) with an angulated diagonal and a 90 degree takeoff. A 2.75 x 12 xx was able to cross and was successfully deployed in the target lesion. The 2.5 x 8 xx was inserted to treat the diagonal coronary artery, but was unable to reach the lesion. The physician thought that the 2.5 x 8 was butting up against the 2.75 x 12. The stent dislodged from the 2.5x8 delivery system proximal to the 2.75 x 12 stent. The physician attempted to snare out the dislodged stent, but the snare broke. A balloon dilatation catheter (bdc) was inflated to crush the 2.5x8 stent proximal to the 2.75 x 12 stent. The broken snare was removed with a bdc. There was no damage noted to the implanted stent. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician was pleased with the results of the procedure. The patient was reportedly discharged from the hospital two days post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: xience xpedition 2.75x12. Guide wire: choice pt. Other: guideliner. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.